Event description:
It was reported that during surgery, the surgeon and staff were unable to insert the appropriate mc tray. Another device was used for the procedure. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42530007501 - tibia trabecular metal two-peg porous fixed bearing left size f - 67680822. G2 : foreign country : switzerland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.